Manufacturer narrative:
The investigation has determined that lower than expected vitros thyroid stimulating hormone (tsh) results were obtained when processing samples from three different patients using vitros immunodiagnostics products tsh reagent lots 6060 and 6100 in combination with a vitros 5600 integrated system. The results were lower than expected when compared to results from a non-vitros roche system. A definitive assignable cause could not be determined for the lower than expected patient sample results. Based on historical quality control results, a vitros tsh lot 6060 and lot 6100 performance issue is not a likely contributor to the events and there was no indication the vitros tsh reagents in use or the vitros 5600 integrated system malfunctioned in any way. However, an instrument issue cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer at the time of the event. A possible cause for the lower than expected vitros tsh patient sample results is an unknown sample specific interferent present in the patient samples themselves. However, the customer failed to provide when requested, any additional testing results using appropriate blocking tubes. Therefore, the presence of an unknown sample interferent causing the lower than expected vitros tsh results cannot be completely ruled out. Additionally, ortho established that patient 3 was in receipt of medications for gastrointestinal and arthritic conditions and the medications or their metabolites cannot be ruled out as a potential cause of the lower than expected result for that patient. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6060 or lot 6100.

Event description:
A customer reported lower than expected vitros thyroid stimulating hormone (tsh) results obtained when processing samples from three different patients using vitros immunodiagnostics products tsh reagent in combination with a vitros 5600 integrated system. The results were lower than expected when compared to results from a non-vitros roche system at an alternate site. Reagent lot 6100: patient 1 results of 0.575 and 0.45 miu/l versus the expected result of 2.14 miu/l. Reagent lot 6100: patient 2 results of 0.079 and 0.081 miu/l versus the expected result of 0.14 miu/l. Reagent lot 6060: patient 3 result of 0.050 miu/l versus the expected result of 1.74 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results for patient 1 and patient 2 were not reported from the laboratory and it was unknown if the lower than expected vitros tsh result for patient 3 was reported from the laboratory. However, ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).